Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) increased blood glucose values (28mmol/l) [blood glucose increased] display did not function [device information output issue] pen did not deliver insulin [device failure] case description: this serious spontaneous case from germany was reported by a consumer as "increased blood glucose values (28mmol/l)(blood glucose increased)" with an unspecified onset date, "display did not function(device image display issue)" with an unspecified onset date, "pen did not deliver insulin(device failure)" with an unspecified onset date, and concerned a 960 months old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", patient height, weight and body mass index were not reported dosage regimens: novopen echo plus: fiasp: current condition: type 1 diabetes mellitus (duration not reported), polyneuropathy. On an unknown date, patient experienced increased blood glucose values (blood glucose) of 28mmol/l during use of fiasp penfill. Patient uses fiasp penfill with novopen echo plus. Display did not function and pen did not deliver insulin. Patient inserted a new penfill and insulin was delivered. Patient had another novopen echo plus, which she uses for long-term insulin and blood glucose values would normalized again. Patient also reported that she was in hospital due to polyneuropathy. She receives infusions for the pain in the hospital every six months. Batch numbers: novopen echo plus: requested fiasp: requested action taken to fiasp was not reported. The outcome for the event "increased blood glucose values (28mmol/l)(blood glucose increased)" was recovered. The outcome for the event "display did not function(device image display issue)" was not reported. The outcome for the event "pen did not deliver insulin(device failure)" was not reported. Reporter's causality (novopen echo plus) - increased blood glucose values (28mmol/l)(blood glucose increased) : unknown display did not function(device image display issue) : unknown pen did not deliver insulin(device failure) : unknown company's causality (novopen echo plus) - increased blood glucose values (28mmol/l)(blood glucose increased) : possible display did not function(device image display issue) : possible pen did not deliver insulin(device failure) : possible reporter's causality (fiasp) - increased blood glucose values (28mmol/l)(blood glucose increased) : unknown display did not function(device image display issue) : unknown pen did not deliver insulin(device failure) : unknown company's causality (fiasp) - increased blood glucose values (28mmol/l)(blood glucose increased) : possible display did not function(device image display issue) : possible pen did not deliver insulin(device failure) : possible event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.

Event description:
Case description: investigational results name: novopen echo plus , batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: fiasp , batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational results added for the suspects novopen echo plus and fiasp is nonreportable field updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted follow up information further investigation comment added imdrf codes b,c,d,g were updated narrative updated accordingly. Final manufacturer's comment: 03-feb-2026: the suspected device (novopen echo plus) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available despite repeated efforts to find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of fiasp. H3 continued: evaluation summary name:novopen echo plus , batch number:unknown no investigation was possible, because neither sample nor batch number was available.